Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock lead impedance measurement. Technical services (ts) discussed it was a gradual rise likely due to calcification. Ts was consulted and discussed option to continue to monitor or perform synchronized shock test to obtain delivered shock impedance value. This device remains in service. No adverse patient effects were reported.